Event description:
A therapeutic two hrs radiofrequency ablation (rfa) was performed on a female pt. During the procedure a leading edge burn was observed on the pt's upper thigh at one of the grounding pads. The burn was reported to be a second degree burn with blistering and of the same size as the grounding pad. It was also indicated that the generator did not alarm during this procedure.